Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient could not securely connect ac adapters to controller. The controller and two adapters were exchanged. There was no reported patient injury as a result of this event. The controller and two cac adapters were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Evaluation of the controller ac adapters did not reveal any signs of physical damage or contamination. Visual inspection of the controller revealer damage to the outer grooves of the power source connector ports. The reported event was confirmed and duplicated at the bench level; however, functional testing was still possible. The root cause for the reported "poor mechanical connection" may be attributed to the damaged outer grooves on the power source connector, likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. On may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from a site in the united states that when connecting ac adapters to patient's controller, they would fall off the controller. The batteries connected to the controller without any issues. The site was concerned about sending the patient home with this issue with the ac power sources. The site performed a controller exchange, removed the controller and both ac adapters from service and provided the patient with a replacement controller and two (2) new ac adaptors. There was no reported patient injury as a result of this event.